Event description:
Pt reported obtaining back-to-back blood glucose results of 409 mg/dl and 89 mg/dl, on the advantage system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system (strip lot 549549 with expiration date 03/31/2008).

Manufacturer narrative:
The suspect product is the comfort curve strip.